Event description:
It was reported that the target lesion was located in the left anterior descending artery (lad) with no tortuosity or calcification and 90% stenosis. After deployment of the promus stent in the target lesion, resistance was noted between the implanted stent and the stent delivery system (sds) balloon. The sds balloon was noted to be completely deflated, however, it appeared extremely winged. Resistance was also encountered during removal through the guiding catheter and excessive force was used to retract it. The stent was confirmed to be well positioned and well expanded. The patient did not experience any flow issues or adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us. (B)(4) - excessive force. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The flat balloon was confirmed. The resistance between the stent delivery system (sds) and the guiding catheter was not confirmed. The resistance between the sds and the deployed stent could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It was reported that excessive force was used to retract the sds through the guiding catheter. It should be noted that the instructions for use (IFU) states: applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components and/or vasculature. In this instance, the IFU deviation does not appear to have caused or contributed to the reported difficulties.